Event description:
It was reported during a therapeutic procedure there was fragmentation of the distal end of the ceramic sheath which resulted in immediate removal of the fragments from inside the patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.